Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex monorail (mr) balloon catheter was received for analysis in the original product shelf carton. There was blood and contrast in the wire lumen and balloon material. There was a complete circumferential tear in the balloon wall. The balloon tear occured 10mm from the proximal balloon waist. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. There was also damage to the distal tip. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error as the information indicates that the device was used above rated burst pressure. (B)(4).

Event description:
Same case MFR# 2134265-2011-02042. It was reported that during a stenting treatment procedure a balloon rupture occurred. A taxus express2 stent was successfully implanted in the right coronary artery (rca). Three years later the patient presented with in-stent restenosis. A 3.50x12mm nc quantum apex balloon catheter was advanced to the lesion and was inflated several times. On the last inflation the balloon was inflated above the rated burst pressure at 24atms and the balloon ruptured. It was noted that when the rupture occurred, the balloon tore; however, the device was able to be successfully removed from the patient and no part of the balloon was left inside the patient. The in-stent restenosis was successfully treated by implanting a 4.0x32mm taxus liberte stent. The procedure was completed with no patient complications reported and the patient's current condition is fine.